Event description:
It was reported that there was a system upgrade. No patient symptoms were reported. Five days later, returned paper work reported that the patient had a loss of pain relief. It was noted that the catheter was moved from l1 to c2. The pump was used to infuse dilaudid.

Manufacturer narrative:
Analysis of the catheter, serial number (B)(4) found acceptable testing; the catheter was incomplete and returned in segments.

Event description:
It was later reported that the patient never had therapeutic effect since implant. The patient had not received any therapy benefit from the pump since implant and was ¿worse off¿. It was noted that the patient is a complex case ¿from a pain standpoint¿. It was reported that prialt was added to the pump in (B)(6) 2013, and dilaudid was added sometime later. Prialt was then taken out of the pump. The patient also had bupivacaine, baclofen and fentanyl in the pump. The catheter was raised up in the spine in (B)(6) 2014, but did not help with the symptoms. It was noted that they may considered lowering the catheter back down. The patient had no relief from po (oral) opioids either. The patient may consider abandoning therapy due to lack of effect. At the time of report, the pump was used to infuse dilaudid only.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted:(B)(6) 2013, explanted: (B)(6) 2014, product type: catheter. Product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Supplemental submitted to update conclusion codes. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.